Event description:
It was reported the patient was revised due to polyethylene wear. The primary surgery was in 1996, and the revision surgery in 2005 due to osteolysis.

Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.